Event description:
An explanted generator was returned for analysis. Analysis in the product analysis lab determined that the device had reached an end of service condition; an open can measurement of the battery voltage confirmed that the battery was depleted. Supply current pulsing was out of specification on the current automated post burn-in electrical test. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits.after r35 was optimally reselected, the device performed according to functional specifications of the current automated post burn-in test.the out of specification supply current pulsing could potentially be a contributing factor to the end of service condition.

Manufacturer narrative:
.